Event description:
In 2006 while lifting a resident, using a viking m pt lift the sling became unhokked when the pt shifted weight and fell to the floor. A liko rep. Was allowed to view and inspect the equipment. The lift had been removed from service and it was found that the sling bar had been improperly attached to the lift without the adapter being used. A new sling was shipped to the facility.